Manufacturer narrative:
(B)(4). Batch #: unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open sigmoid colon resection when the handle was squeezed the surgeon could not tell if the handle closed completely. There was no crunching noise so the surgeon backed the device out prematurely and as a result there was not a completed anastomosis. The procedure was completed by hand sewing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5705t. Device evaluation the analysis results found that the cdh29 device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.